Event description:
The customer originally reported that the device blade did not retract during an open colorectal procedure. There was no pt injury. The surgeon opened another device and successfully completed the procedure. The device was returned for evaluation with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device been rec'd and is under evaluation. When the evaluation is complete a follow-up report will be submitted.